Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a revision was performed on (B)(6) 2019 due to instability, pain, and elevated metal ions. During the revision, it was found the stem was cold welded and the neck could not be removed. It was found the greater trochanter had fractured. The stem was well-fixed and retained, and the fracture was secured with cables. A definitive root cause cannot be determined for the bone fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part: 00784800200, lot: 60825905, modular neck k 12/14 neck taper. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03084.

Event description:
It was reported that the patient underwent a right hip arthroplasty and subsequently was revised 9 years later. During the revision, the surgeon was unable to remove neck from taper, elected to retain stem as it was cold-welded, all other components revised. Intraoperative complication occurred of trochanter fracture. Attempts have been made and no further information has been provided.